Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. Testing was completed successfully. The data logs were reviewed by the manufacturer's technical support specialist and no errors were found. The epgs was replaced. The unit operated to the manufacturer's specifications.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) passed calibration, but the screen monitor was set at 3 liters (l) and the visual/mechanical inline gas meter showed 6l. The team shut the gas flow off, but it continued to flow. The gas lines were disconnected and an alarm displayed on the central control monitor (ccm) showing gas flow despite the disconnection. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.